Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, damaging internal wires and the j703 connector on the dn pca board. The root cause of the damaged cable, connector, and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.